Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi30000221, serial/lot #: unavailable. The manufacturer representative went to the site to test the imaging system. Hardware parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was not able to send images to electronic picture archiving and communication systems (pacs). The site stated that they  were not able to archive that mornings case images to pacs even after trying a different network cable and port on the wall. The next step was for the manufacturer representative to visit the site and verify the integrity of the mobile view station (mvs) network port by connecting it one of the sites navigation systems. They were unable to establish a communication. They replaced the ethernet coupler at the bottom rear of the mvs and found that the communication with the navigation was successful. They also checked the connection to pacs and was okay. No patient was present at the time of the event.